Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 157 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer was having sensor glucose versus blood glucose differences, as well as transmitter issues. The customer reported highs of 454 mg/dl on october 16, and 400 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing.

Event description:
Incident date has been changed to (B)(6) 2018.